Event description:
On (B)(6) 2011, the reporter contacted lifescan alleging that pages "I-v" of the onetouch ultralink owner's manual was not comprehensible. There were no allegations of harm or injury.